Event description:
The olympus representative reported on behalf of the customer that the single use distal cover fell off into the patient's esophagus during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The fallen cover was collected and the procedure was completed with the same device. No patient harm was reported. The device was inspected before use and was ok. Related patient identifiers: (B)(6) single use distal cover (maj-2315 sn: unknown). (B)(6) evis lucera elite duodenovideoscope (tjf-q290v / sn:(B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The following additional information was provided by the facility: it is unclear whether any damage to the tip cover was observed during the pre-use inspection of the device. It is also unclear if the tip cover was pulled/twisted after attaching to the scope to ensure it did not easily detach from the scope. Although anti-fog is always available in the department, it is unknown whether any anti-fog was used during this incident. Finally, it is unknown whether there was any damage to the tip cover after it was retrieved from the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover easily detached from the scope due to the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 (section 4.1): detection. Operation manual: chapter 3 (section 3.5): prevention. This supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.